Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as itchy rash underneath the back te pads due to some sweating. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisone cream and triamcinllone acetonide for the skin irritation. Follow up indicated that the rash improved.